Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to overwritten history file. There were several displayable history alarms noted in alarm history screen due to corrupted history file. There were no motion sensor test failure or device software error alarms noted. The pump was received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, motion sensor test failure and device software error. The blood glucose at the time of the incident was 94 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.